Event description:
It was reported that an ilet user experienced insulin leaking from the cartridge with associated pump alarms, which was linked to overfilling the reservoir with a reported blood glucose of 400 mg/dl; the user had been filling the cartridge until the stopper reached the bottom instead of the advised volume, and the event was managed with cartridge, connector, and infusion set replacement and education on proper filling technique. Symptoms included dry mouth, polyuria, polydipsia, fatigue, and confusion associated with hyperglycemia. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the cartridge seal consistent with a reservoir component problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.